Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer the customer was not certain that she had entered the correct carb value and as a result may not have received the correct dosage of insulin. Customer's blood glucose level was 199 mg/dl.